Event description:
It was reported, the pt was experiencing a burning sensation at the ipg site. It was reported, the sensation did not happen while the pt was recharging. The pt reported, the sensation was sporadic, and would occur on its own. It was reported, the physician may undertake surgical intervention at a further date.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.